Event description:
It was reported the customer experienced high blood glucose levels (approx 400 mg/dl) when waking up in the morning. There was a small air bubble present at the luer lock. Customer is using infusion sets that have expired in 2011. Customer changed out cartridge and infusion set, and delivered a correction bolus to stabilize his blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.